Manufacturer narrative:
Report source: (B)(6). Reported event was unable to be confirmed due to limited information from the customer. Medical records were not provided and product was not returned therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if the product will return to zimmer biomet for investigation. Once the investigation is complete, a supplemental report will be filed at that time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the tibial insert implanted during a procedure was too small.